Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02410. It was reported one of the patients leads displayed high impedance. Surgical intervention may be pending to address the issue. Note: both of the patients leads are being reported as it is unknown which lead is effected.

Event description:
Additional information received indicated the leads were explanted and replaced which addressed the issue.